Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additional information reported by healthcare professional: "it was verified there was no rupture" and confirms capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified creases/folds, deformation and wear abrasion noted on the shell. No openings were noted. Based on the device analysis, the final assessment is: no issues were found related with the manufacturing process.

Event description:
Additional information: device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, and capsular contracture baker grade unknown. The device remains implanted.